Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. The physician alleged a lead dislodgement to be the cause of the event. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that reprogramming was performed in attempt to regain capture on the left ventricular (lv) lead. Capture was unable to be established and the lead was explanted and replaced to resolve the event. The patient is in stable condition.